Event description:
Healthcare professional reported left side pain, inflammation, bilateral nodules, rupture and "presence of silicone in the axillary regions", silicone migration. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
(B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and .silicone migration.

Event description:
Healthcare professional reported left side pain, inflammation, bilateral nodules, rupture and "presence of silicone in the axillary regions", silicone migration. The device remains implanted.